Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/damaged power switch could not be identified. However, it¿s likely the cause is related to the power switch being an old version. Therefore, this confirms that the subject device was manufactured prior to the design change. It was also confirmed that the design of the power switch was modified to improve the resistance of power switch breakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power switch had failed, and could not be pushed. In addition, the software version on the device was outdated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center power switch was stuck in the "on" position, and the unit could not be turned off. The issue was found during preparation for use. Inspection and testing of the returned device found power switch failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.